Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz3338 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "clinic had a secureloc needle where the safety mechanism slid all the way off the needles leaving it exposed. No patients were harmed, and no one was poked. "